Event description:
Healthcare professional reported left side deflation. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: device no leakage, striated broken of the plug strap, missing plug strap (0-25%) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no damage to the valve is observed. A striated broken of the plug strap assessed as surgical damage consist in the use of some surgical tool. Missing plug strap assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.